Event description:
It was reported that the pt had an ams bioarc sling system implanted in 2010. "Within months after the initial procedure" the pt "experienced complications" that required "additional medical care and treatment and/or surgical intervention." It was indicated that the pt experienced "mesh erosion hardening, chronic pain, and worsening urination" which led to additional surgery. The date of surgery was not provided.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.